Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batchs # 5173639 and 5292670 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The batchs were manufactured before expiration dates were put on packaging. H3 other text : see h10.

Event description:
It was reported that 3 bd insulin syringe with bd ultra-fine¿ needle boxes from lot 5292670, and 1 box from 5173639 were missing the expiration date on their labels. The following information was provided by the initial reporter: "bd insulin syringe 8mm 31g 3/10. A total of 4 boxes are missing the expiration date".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5292670. Medical device expiration date: na. Device manufacture date: 2015-10-28. Medical device lot #: 5173639. Medical device expiration date: na. Device manufacture date: 2015-08-06. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insulin syringe with bd ultra-fine¿ needle boxes from lot 5292670, and 1 box from 5173639 were missing the expiration date on their labels. The following information was provided by the initial reporter: "bd insulin syringe 8mm 31g 3/10 a total of 4 boxes are missing the expiration date"